Manufacturer narrative:
Follow-up submitted as further investigation determined the power inlet filter was damaged, not the power cord as previously reported.

Event description:
It was reported by service report that the power prong was loose on the power cord. There was no adverse consequences or clinically relevant delay in treatment reported.

Event description:
It was reported by service report that the power inlet filter was damaged. There was no adverse consequences or clinically relevant delay in treatment reported.